Event description:
Footprint anchor was implanted in 2008, using 3.8mm awl. Patient complained of pain in the shoulder approx eleven months prior, and she was scoped again in 2009. The footprint anchor was found to have migrated approx. 3mm out of the prepared hole. The cuff was well repaired and the anchor was retrieved from the shoulder arthroscopically. The sutures were still attached to the anchor. The surgeon also never mentioned any type of trauma. In a follow-up consult, she complained of pain. The patient is with soft bone.

Manufacturer narrative:
No product is being returned for evaluation.